Event description:
It was reported that during a laparoscopic sterilization procedure, the trocar seal came away from housing and found in patient's abdomen. Successfully retrieved. No patient consequence.